Manufacturer narrative:
Occupation - occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for strip lot 34521321. Refer to the medwatch with patient identifier (B)(6) for strip lot 37839721. The result from the meter was 1.8 inr using strip lot 34521321. The patient retested using new strip lot 37839721 and the result was 1.3 inr. There was no allegation of an adverse event. The therapeutic range was 2-3 inr. The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and remaining test strips of lot 37839721 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 345213 and 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. No information was provided in the complaint case that would point to a cause for the result discrepancy.